Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received and therefore no UDI number can be provided. The intra aortic balloon iab leak occurred due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components including membrane abrasions or tears catheter perforation from sharp objects or severe kinking inner lumen breaks or kinks and seal failures at the balloon tip or rear seal allowing unintended blood or gas ingress. Impact. 1 risk of gas embolism and patient injury. 2 suboptimal therapy or organ occlusion. 3 blood clot formation inside the balloon requiring surgical removal. Detection. 1 pump leak alarms. 2 blood or fluid in tubing or membrane. 3 sudden waveform changes. 4 resistance during catheter withdrawal. DHR review required for recent devices confirmed defects serious injury or death or regulatory requirements germany singapore. A cr CAPA scar review was conducted and there were 4 cr 1071184 1154335 1334431 1465479 for the product type all non fiber optics sensation plus 7.5fr and sensation. The 4 crs are currently closed no CAPA required. The intra aortic balloon iab leak occurred due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components including membrane abrasions or tears catheter perforation from sharp objects or severe kinking inner lumen breaks or kinks and seal failures at the balloon tip or rear seal allowing unintended blood or gas ingress. IFU actions stop pumping remove catheter consider trendelenburg position and replace iab if needed. Dfmea review failure mode iab leaked and related conditions for example lumen break membrane leak joint leak tip damage continued pumping after leak alarm were reviewed in dfmea 08 115 01 rev ad. All identified failure modes have very low occurrence less than or equal to 0.1 percent severity ratings of 3 to 4 and risk indices of 0 to 1. Risks are classified as tolerable or negligible meaning they fall within the acceptable risk profile. Labeling review all iab product ifus linear sensation sensation plus mega yamato plus rlm trans ray plus include warnings and instructions for leak scenarios under sections iiia1 iiia3 iva1 to iva4. Ifus provide clear guidance for detecting and responding to leaks for example stop pumping remove catheter. Conclusion no escalations required. The failure mode is addressed in the risk file labeling covers corrective actions and the device operates within its risk profile. No evidence of non conforming or counterfeit product.

Event description:
It was reported by the customer that during clinical use the intra-aortic balloon (iab) had leaked and blood got into the tubing. Patient involved and no harm is reported. No parts being returned due to blood contamination. Disposed of on site.